Manufacturer narrative:
It is unknown if sample will get returned for evaluation or not. There were no images or videos provided for investigation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided or sample is returned in the future, a follow-up report will be submitted. It is unknown if the sample will get returned or not.

Event description:
¿Line rn called to bedside due to line leaking when rn flushing. Line was just placed at 0400 8/28 lot number is 11410069. Line was repaired and removed on 8/29 with a new midline placed on 8/29.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. CAPA 2021-039 was initiated to address this issue and is currently in the implementation phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
¿Line rn called to bedside due to line leaking when rn flushing. Line was just placed at 0400 (B)(6) lot number is 11410069. Line was repaired and removed on (B)(6) with a new midline placed on (B)(6).¿.